Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an error b30. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) for choledocholithiasis. The procedure was cancelled and another procedure was completed, external relocation to ercp. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: b3, b5, h6 the device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chipped adhesive around light guide lens. There was no patient involvement.